Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation and has been unable to communicate with or charge his ipg for approximately 4 months. The sjm representative met with the patient and confirmed the issue. Surgical intervention will be taken at a later date address this issue.